Event description:
The customer reported via phone call that the insulin pump alarmed motor error after it had been exposed to a magnetic resonance imaging machine. The customer's blood glucose was 103 mg/dl. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump. She advised that, since she was in puerto rico, she would be obtaining her supplies from there. She was advised to contact the local puerto rico office to inquire about replacing the insulin pump.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump had missing end cap sticker, cracked case at display window corner, debris under lcd window, broken battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.